Event description:
The customer reported that they are getting error 20003. According to biomed, who ran the extended self-test and has a time base failure. The status log has error 90005 message. The customer was advised to replace the control board. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.